Event description:
A customer in (B)(6) reported a false positive cefoxitin screen for a staphylococcus aureus strain in association with the vitek® 2 ast-p577 test kit. The customer reported that the oxacillin was susceptible and cefoxitin was resistant with vitek, while cefoxitin was susceptible by disk diffusion. The customer did not repeat the vitek test. No patient information was provided. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) reported a false positive cefoxitin screen for a staphylococcus aureus strain in association with the vitek® 2 ast-p577 card , lot # 3570851203. The customer reported that the oxacillin was susceptible and cefoxitin screen was positive with vitek 2, while cefoxitin was susceptible by disk diffusion. The customer did not repeat the test. The customer did not save the strain for this investigation. Ast-p577 lot #3570851203 met final qc release criteria. The lot passed qc performance testing. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. No further investigation is possible.